Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the transray plus 35cc had optical sensor malfunction" alarm issue while during treatment in the catheterization room. The blood was not entered the device and device use continued with the iab as it was. The insertion type was from the femoral artery while the condition of aorta was unknown. Operation with the optical sensor was abandoned and a switch to transducer management with a central lumen was implemented, which continued until the iab was removed. There was no harm to the patient's health due to this incident, no delay in the procedure, and no additional treatment.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation and investigation conclusions).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4 d9 device available for evaluation and date return to maufacture g3 g6 h2 h3 h6 type of investigation findings component code investigation conclusions h11. Based on the description an optical sensor malfunction alarm occurred immediately after inserting the trans ray plus 35cc the optical sensor was discontinued and the iab was managed via the central lumen transducer until removal the issue caused no patient harm no procedural delay and required no additional treatment patient details were not provided and the product is planned for recall the product was returned with the membrane completely unfolded and blood found on the exterior three kinks were observed on the catheter tubing approximately 742cm 55cm and 373cm from the iab tip extender tubing pressure tubing and three-way stopcock were also returned a sensor output test was performed and pressure reading could not be obtained the technician then used an optical light to detect any breaks in the sensors optical fiber and a break was observed within the y fitting the reported failure was confirmed by the an evaluation a fiber optic break was found within the y fitting a lot of history record review was completed for the reported product no nonconformances were found that are considered to be related to the event the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.